Manufacturer narrative:
The reported 5.5 twinfix ultra ha anchor assemblies intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Use of excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an anchor was passed through the same channel where the first anchor that was used was attempted, but this broke, and part of this anchor was intraarticular, so it was decided to place an anchor in titanium of 5.5 mm in the same channel. There was no significant delay and no patient injuries were reported.